Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: clip liberation to facilitate transcatheter tricuspid valve replacement (cleft).

Event description:
The article "clip liberation to facilitate transcatheter tricuspid valve replacement (cleft)" was reviewed. The article presented a case study, to evaluate tricuspid valve replacement (ttvr) implantation in presence of well-attached transcatheter tricuspid valve edge-to-edge repair (t-teer) devices. Devices mentioned include mitraclip. Three years prior, the patient had three mitraclip devices placed off-label on the tricuspid valve, reducing functional tr from severe to moderate. The patient now presented with recurrent tricuspid regurgitation however the mitraclips remained well attached. Patient was experiencing lower extremity edema and vein distension despite diuretic therapy. Transcatheter electrosurgery was used to lacerate a leaflet attached to the central xtw clip allowed successful implanted of a non-abbott evoque valve. The article concluded that transcatheter electrosurgical liberation of t-teer devices might be a viable technique in patients who require a ttvr for recurrent tricuspid regurgitation. [The primary author and corresponding author was dr pradeep k.yadav at marcus heart valve center, atlanta, georgia, USA with corresponding email pradeep.yadav@piedmont.org. The time frame of the study was not provided. Comorbidities included chronic atrial fibrillation, permanent pacemaker, functional tricuspid regurgitation, heart failure.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported off-label use was due to the device being used on a tricuspid valve. A cause for the reported patient effects of edema and recurrent tr cannot be determined. Edema is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization, medication required, and surgical intervention were results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature: clip liberation to facilitate transcatheter tricuspid valve replacement (cleft).